Event description:
The pacemaker has been implanted early afternoon with two leads from competitor. With the psa, correct lead impedances observed. An interrogation was performed while the pocket was still opened with the following observations: - ventricular impedance > 3000 ohms - ventricular sensing > 10 mv -ventricular threshold test not possible in unipolar and/or bipolar. -no ventricular capture is observed. The session has been closed and a new interrogation has been performed with the same results. The emergency mode has been set up, then the initial programming has been set up again. The session has been closed and a third interrogation has been performed again. The measurements were correct as those observed with the psa. The next day, a new interrogation has been performed with the following observations: -ventricular impedance > 3000 ohms -ventricular capture not efficient. -noise episodes on the ventricular lead has been observed in the afternoon, a new interrogation has been done to perform some tests: -the ventricular capture was not efficient in unipolar or bipolar. -the ventricular impedance was > 3000 ohms. Impedance a qui varie entre 350 ohms et 500 ohms a chaque fois qu'on ferme l'interrogation et qu'on réinterroge immediatement. Tests effectué en mobilisant le bras de la patiente (raisonnablement post implantation), pas de bruit detecté sur les canaux a et v. Detection a et v correctes. The device has been explanted on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker has been implanted early afternoon with two leads from competitor. With the psa, correct lead impedances observed. An interrogation was performed while the pocket was still opened with the following observations: ventricular impedance > 3000 ohms ventricular sensing > 10 mv ventricular threshold test not possible in unipolar and/or bipolar. No ventricular capture is observed. The session has been closed and a new interrogation has been performed with the same results. The emergency mode has been set up, then the initial programming has been set up again. The session has been closed and a third interrogation has been performed again. The measurements were correct as those observed with the psa. The next day, a new interrogation has been performed with the following observations: -ventricular impedance > 3000 ohms -ventricular capture not efficient. Noise episodes on the ventricular lead has been observed in the afternoon, a new interrogation has been done to perform some tests: -the ventricular capture was not efficient in unipolar or bipolar. The ventricular impedance was > 3000 ohms. The device has been explanted on (B)(6) 2023. Update provided on 11 january 2024: - implantation date: (B)(6) 2023 - explantation date: (B)(6) 2023 - explant cause: right ventricular lead impedance instable - during the reintervention on (B)(6) 2023: both leads are correctly screwed. Therefore, the leads have been disconnected and inspected, no abnormality was seen. A new pacemaker has been implanted.

Manufacturer narrative:
The device has been finally shipped for expertise. The conclusions are as follows: the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No tightening marks on the atrial and the ventricular setscrew tips were noted. Those observations indicate an incorrect/ incomplete lead connection to the pacemaker at both channels and therefore could explain the capture failure, as well as, the abnormal ventricular lead measurements described in the complaint. - based on the available data, no issue is suspected on the subject pacemaker.

Manufacturer narrative:
The conclusions are as follows: the device has been implanted on (B)(6) 2023 and explanted on (B)(6) 2023 due to unstable ventricular impedance, as well as, ventricular capture failure. Based on the provided information, the subject pacemaker cannot be collected without the patient¿s consent. Therefore, the case is closed and will be re-open in case any relevant information is provided (return of the device included).

Event description:
The pacemaker has been implanted early afternoon with two leads from competitor. With the psa, correct lead impedances observed. An interrogation was performed while the pocket was still opened with the following observations: - ventricular impedance > 3000 ohms - ventricular sensing > 10 mv -ventricular threshold test not possible in unipolar and/or bipolar. -no ventricular capture is observed. The session has been closed and a new interrogation has been performed with the same results. The emergency mode has been set up, then the initial programming has been set up again. The session has been closed and a third interrogation has been performed again. The measurements were correct as those observed with the psa. The next day, a new interrogation has been performed with the following observations: -ventricular impedance > 3000 ohms -ventricular capture not efficient. -noise episodes on the ventricular lead has been observed in the afternoon, a new interrogation has been done to perform some tests: -the ventricular capture was not efficient in unipolar or bipolar. -the ventricular impedance was > 3000 ohms. The device has been explanted on (B)(6) 2023. Update provided on 11 january 2024: - implantation date: (B)(6) 2023 - explantation date: (B)(6) 2023 - explant cause: right ventricular lead impedance instable - during the reintervention on (B)(6) 2023: both leads are correctly screwed. Therefore, the leads have been disconnected and inspected, no abnormality was seen. A new pacemaker has been implanted.